Event description:
A venous air alarm occurred at the start of a routine hemodialysis treatment. Attempts to remove the air from the cartridge were unsuccessful. Operator reported, that they likely introduced air while making pt connections. Rinseback was not performed due to air in the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to operator error. The cycler alarmed appropriately to the presence of air in the cartridge. No problems were found during eval of the returned cartridge. No similar problems have been reported subsequent to this event. The user's guide includes adequate instructions for making pt connections. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.